Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation relating to atrial anti-tachycardia pacing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing on the right atrial (ra) lead triggered the cardiac resynchronization therapy defibrillator (crt-d) to provide inappropriate atrial anti-tachycardia pacing (atp) therapy which in turn induced atrial fibrillation (af). Atrial atp therapies were turned off. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.